Event description:
It was reported that 15 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer stated needles are clogged. They have gone through 4 boxes of the same lot. Occurrences:... (B)(6) 2022 - 15 didn't work/clogged."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer stated needles are clogged. They have gone through 4 boxes of the same lot. Occurrences:... 6/23/2022 - 15 didn't work/clogged."

Manufacturer narrative:
H.6. Investigation summary: five samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Of the five samples two samples did not expel the solution, these needles are clogged. Based on the investigation with the sample analysis the symptom reported is confirmed. The most likely root cause is related to a process variation occurred at the lubricant application process and not detected in the next processes. Verification of the lubricant application was performed. The settings were correct and the product flow was good. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.